Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer stated that there was a break and a leak at the needleless connection in the tubing during infusion with no details. There was no patient harm.